Manufacturer narrative:
Concomitant medical products: dtba1d1 device implanted: (B)(6) 2016; 694758 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to non prophylactic not functioning within normal tolerance. It was also reported that the left ventricular (lv) lead was capped, indicated as re-usable, and remains in the patient due to suspected high thresholds. A new lv lead was implanted. No patient complications have been reported as a result of this event.